Event description:
We just opened 2 sterile packs that were both contaminated due to the outer drape of the pack being damaged. They were both vascular access packs lot#664191 it does not appear that all of the packs with this lot number are damaged but we did open 2 of them that were, the outer wrapper appears fine but the actual drape is compromised that actually ends up covering the table. Therefore the whole system has to be discarded. Possible that the positioning of the plastic supplies in the packs contributed to the holes. Underlying the hole are the plastic pitcher and bowl.